Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 200 mg/dl, 300 mg/dl, 400 mg/dl. Customer declined troubleshoot for high blood glucose. Customer stated that the insulin pump was not working, they change the battery and the screen went completely blank. Customer stated that they change with new battery but insulin pump was having the same problem. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specifications. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test.